Manufacturer narrative:
(B)(4). The product was not returned for analysis. A review of the manufacturing documentation associated with this lot 17675576 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the customer a saber 6mm 20cm 150 balloon rupture on a focal calcified lesion in the mid superficial femoral artery (sfa). The balloon was inflated once and did not reach nominal pressure before it ruptured. The balloon was prepped in accordance with the instructions for use (IFU) and was removed successfully. Patient was treated with a powerflex pro and a non-cordis balloon unsuccessfully. They all ruptured at the same lesion. A stent was placed successfully and post-dilated successfully as well. All failed devices were removed successfully without further incident. The balloon was not saved. The customer is requesting replacement. There was no patient injury reported. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There was no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). A non-cordis contrast media was used. The contrast to saline ratio was 50/50. A non-cordis inflation device was used (indeflator/syringe). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. Vessel had long diffuse stenosis with multiple short segment high grade stenosis. The lesion was very calcified. There was no vessel tortuosity. The percentage of stenosis was 80% in the tightest portions, 30-50% elsewhere. The device was not used for a chronic total occlusion (total occlusion >3 months). There was minor difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated to half nominal, then ruptured on apparent calcium. The leakage was noted from the balloon segment. The maximum inflation pressure was 4 atm. The product was removed intact (in one piece) from the patient. The lesion was treated with a stent first, then post-dilated.

Event description:
As reported by the customer a saber 6mm 20cm 150 balloon rupture on a focal calcified lesion in the mid superficial femoral artery (sfa). The balloon was inflated once and did not reach nominal pressure before it ruptured. The balloon was prepped in accordance with the instructions for use (IFU) and was removed successfully. Patient was treated with a powerflex pro and a non-cordis balloon unsuccessfully. They all ruptured at the same lesion. A stent was placed successfully and post-dilated successfully as well. All failed devices were removed successfully without further incident. The balloon was not saved. The customer is requesting replacement. There was no patient injury reported. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There was no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). A non-cordis contrast media was used. The contrast to saline ratio was 50/50. A non-cordis inflation device was used (indeflator/syringe). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. Vessel had long diffuse stenosis with multiple short segment high grade stenosis. The lesion was very calcified. There was no vessel tortuosity. The percentage of stenosis was 80% in the tightest portions, 30-50% elsewhere. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally to half nominal, then ruptured on apparent calcium. The leakage was noted from the balloon segment. The maximum inflation pressure was 5 atm. The product was removed intact (in one piece) from the patient. The lesion was treated with a stent first, then post-dilated.

Manufacturer narrative:
A 6x200mm 150cm saber percutaneous transluminal angioplasty (pta) catheter balloon rupture on a focal calcified lesion in the mid superficial femoral artery (sfa). The balloon was inflated once and did not reach nominal pressure before it ruptured. The balloon was prepped in accordance with the instructions for use (IFU) and was removed successfully. Patient was treated with a powerflex pro and a non-cordis balloon unsuccessfully. They all ruptured at the same lesion. A stent was placed successfully and post-dilated successfully as well. All failed devices were removed successfully without further incident. There was no patient injury reported. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There was no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). A non-cordis contrast media was used. The contrast to saline ratio was 50/50. A non-cordis inflation device was used (indeflator/syringe). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. Vessel had long diffuse stenosis with multiple short segment high grade stenosis. The lesion was very calcified. There was no vessel tortuosity. The percentage of stenosis was 80% in the tightest portions, 30-50% elsewhere. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally to half nominal, then ruptured on apparent calcium. The leakage was noted from the balloon segment. The maximum inflation pressure was 5 atm. The product was removed intact (in one piece) from the patient. The lesion was treated with a stent first, then post-dilated. (B)(4): the device was not returned for analysis. A device history record (DHR) review of lot 17675576 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4): the device was not returned for analysis. A device history record (DHR) review of lot 17713797 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (very calcified lesion with 80% stenosis) likely contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.